Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02077. It was reported, the patient felt warmth on her side when she charged her ipg. The sjm representative advised the patient on the charging precautions. The patient stated, she felt the warmth even when she was not recharging. She also reported, she felt pain at her ipg site during physical therapy when pressure was placed on the site. She reported when she initially turned stimulation on with her programmer, she feels a jolt of overstimulation at the ipg pocket. She stated this occurs prior to communication being established. She also stated that her scs system is not providing adequate stimulation coverage. She allegedly turned off the system until reprogramming efforts can address the issues. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.